Manufacturer narrative:
The reported event was lead dislodgement was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis found the helix could be extended and retracted and the measured helix extension length was within specification. No anomalies were detected.

Event description:
Related manufacturer reference number: 2017865-2023-13724, related manufacturer reference number: 2017865-2023-13725. It was reported that the patient presented in clinic upon having a syncopal episode. It was found that the patient's right ventricular (rv) lead exhibited noise over-sensing resulting in noise reversion episodes, and also had episodes of capture failure. The patient then presented for lead extraction. During the procedure, the patient's atrial lead was noted to have sustained insulation damage. Both leads were extracted and replaced. During post-operation check the following day, it was found that new rv lead had dislodged. The new rv lead was then extracted and replaced as well. The patient was stable.